Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: lawyer.

Event description:
Pinnacle claim submission form, sticker sheets and medical records received via cd shipment last (B)(6) 2019. After review of medical records, the patient was revised to address failure of ingrowth of painful femoral component. Operative findings include significant soft tissue overgrowth in the proximal femur and this was excised. Doi: (B)(6) 2006 - dor: (B)(6) 2007 (left hip).